Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with discomfort in the penis. The physician suspects the patient has developed an infection and advised device explant. The patient would like to have the site irrigated, but without explant. There has been no surgical intervention, and there were no additional patient complications reported.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with discomfort in the penis. The physician suspects the patient has developed an infection and advised the patient explant the device. The patient would like to have the site irrigated, but without explant. Surgery was performed to irrigate the area and leave the device implanted. The infection was not confirmed at this time. There were no additional patient complications reported.

Manufacturer narrative:
Additional information updated b5 describe event and h6 impact codes.